Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the tubing was separated from the first y-site in the downstream part. Additional inspection was performed on the tubing which noted a lack of solvent on the tubing. Dimensional testing was performed and all components were correctly placed and according to product specifications. The reported condition was verified. The cause of the condition was due to improper manual assembly during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the y-site which resulted in a leak. This event occurred during priming prior to patient use. There was no patient involvement. No additional information is available.